Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient had a fall and landed directly on the shoulder. X rays showed a broken center screw in the baseplate. Pain led to revision following negative aspiration cultures taken during component revision.

Manufacturer narrative:
Corrected data: see d.11. Manufacturer corrective: the reason for this revision surgery was reported as broken center screw after a fall. The previous surgery and the surgery detailed in this event occurred 1 year and 4 months apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr#46421 associated with the main part#508-32-204, rsp baseplate, 30mm, w/p2 coating, which documents that out of (B)(4) parts lot, 19 parts were rejected due to dark spots found at the bottom of screw hole. Later the rejected parts were found no defects and accepted after proper justification. Further from the same part, out of (B)(4) parts lot, all the parts were rejected for dimensional inspection as the part of investigation. Later the rejected parts were reworked and accepted after proper justification by adding a step to the router manually to re acid clean the parts. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to broken center screw after a fall. There were no findings during this evaluation that indicate the reported devices were defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Agent has clearly mentioned that the patient fell. There are multiple factors that may contribute to the event that are outside the control of djo surgical such as patient noncompliance with medical instructions, lack of care, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.